Event description:
Patient presented with right finger swelling from jamming finger. Subungual hematoma, provider used ethyl chloride, or "freezy spray" before the procedure. The spray was flammable, and the cautery ignited the chux underneath. Provider extinguished the flames, no harm to patient. The product is not clearly labeled and identifiable for risk of flammability. The product is gebauer's ethyl chloride, by the gebauer company. Dose or amount: 103.5 ml. Frequency: prn. Route: topical. Dates of use: (B)(6) 2017. Diagnosis or reason for use: subungual hematoma of nailbed. Is the product compounded: no. Is the product over-the-counter: no. Event abated after use stopped or dose reduced: yes.